Manufacturer narrative:
(B)(4). Additional information was requested, and the following was received: was part of the packaging found to be damaged (tyvek, plastic/blister, packaging seal, etc.)? Yes. Could you please identify the packaging (primary packaging, box, pouch seal or the plastic bag)? Primary packaging. Could you please clarify the type of damage found (broken, packaging was worn, bent, ragged, contain cut or slit, or appear ripped)? A hole on the package. 5. Did the damage of the primary packaging compromise the sterility of the device? Yes. Per photographic evaluation: this is an analysis of a photo submitted to ethicon endo surgery for evaluation. During the visual analysis, the following was observed: the photo shows a tyvek of product code: ecs21a and damages can be seen on the tyvek. Also, the damages are from outside to inside. Based on the photo the event described is confirmed, however, no conclusion or root cause could be determined. Please refer to the device analysis for full analysis details and conclusion. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that the ecs21a device was returned outside of its package, only a tyvek was returned along with the device. Upon visual inspection, it was observed that the tyvek from the packaging was damaged (holes) and also the staple retainer was noted to be damaged; the damage found on the tyvek compromised the device's sterility. The reported event is confirmed. Due to the damages found on the packaging, a possible cause for this condition is due to improper handling during transit or storage; it appears that the package hit a hard surface, and this caused the reported event. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
It was reported that before the surgery, before used on the patient, the package was found damaged. Changed another one to complete surgery. There was no patient consequence reported. No additional information can be provided. Procedure: right hemicolectomy.